Event description:
Physician experienced difficulty inserting the spring wire guide, but was able to pass the catheter over it. Upon removal of the spring wire guide, it separated and a portion remained in the pt. The piece of wire guide was removed using a minor surgical procedure.